Event description:
On (B)(6) 2014, a 31mm epic mitral valve was implanted. On (B)(6) 2019, the patient was hospitalized for a torn leaflet. Patient symptoms included hypotension, lack of oxygen in the tissues, and myocardial infarction. The patient underwent emergent mitral valve replacement with an unknown sized unknown device successfully implanted.

Manufacturer narrative:
Additional information sections: b5, g4, g7, h2, h6, h10. An event of a torn leaflet, hypotension, lack of oxygen in the tissues, myocardial infarction, and valve replacement was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 31 mm epic mitral valve was implanted. On (B)(6) 2019, the patient was hospitalized for a torn leaflet. Patient symptoms included hypotension, lack of oxygen in the tissues, and myocardial infarction. The patient underwent emergent mitral valve replacement with an unknown sized unknown device successfully implanted.